Manufacturer narrative:
On may 30, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, the following information has been updated on this form. Field d1 for brand name has been updated to "unknown gel implants smooth" field d4 for catalog number has been updated to "unk_gel implants smooth" this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants in 2007 was diagnosed with right-sided breast cancer. Per the information provided, the patient presented with a lump in the right breast and possible breast implant rupture. Per the additional information received on may 15, 2025, "right breast rupture prior to knowing she had a lump....had lumpectomy and removal ruptured implants at the same time. Patient was diagnosed with breast cancer to the right breast. Patient had known about the ruptured implant prior to knowing she needed the lumpectomy. Malignancy is primary and was confirmed with MRI (B)(6) 2025 said ruptured implant and showed breast lump 3/17 needle biopsy confirmed cancer". Breast implant removal surgery was performed on (B)(6) 2025. No further details have been provided at the time of this review. The file will be re-reviewed if additional information is received at a later date, and supplemental reports will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number, serial number and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2025, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the gel implant 325cc smooth had creases/folds on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no gel exposures were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).